Event description:
It was reported that the patient experienced an overdose. At the patient's past refill (weeks ago) they did a pocket fill approximately 6cc in the pocket or approximately 150mg ms to the pump pocket. The patient was hospitalized and recovered from that. They are now going to do another refill today and discussed the refill procedure. The refill was being done under fluoroscopy this time. The drug in the pump was morphine. Additional information has been requested but was not available at the time of this report.

Event description:
The patient experienced symptoms of drowsiness and a raised red area on top and around the pump. It was indicated that the cause of the event was the pump was implanted at an angle and a partial pocket fill of 6cc morphine and compounded baclofen. A pump refill was done under fluoroscopy on (B)(6) 2012. It was noted there was no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model# 8731 lot#b002190n59 implanted: (B)(6) 2003 explanted: unknown.

Manufacturer narrative:
(B)(4).